Event description:
It was reported thatbefore clinical use ,the cardiosave intra-aortic balloon pump (iabp) unit had a defective optical sensor module. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code -(B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) defective optical sensor module. Getinge field service engineer (fse) operation confirmed. (Full warranty maintenance) operation check was performed due to a "defective optical sensor module". No reproducibility, cleaned the optical sensor light receiving area and cleaned the board connectors related to the sensor. Blood had entered the inside of the device, so we cleaned it. Operation time: 12979 hour cycle count of pump: 59,902,019 cycle* sd cycle: 3,509,296 cycle* sd next exchange time 2027 april next exchange cycle 6,000,000 cycle* td next exchange time 9v next replacement time: july 2024 bt: next replacement time: june 2024, june 2024* pm: time replacement time: 15,000 hours* optical sensor: 34, 144, 4.24, 255, 158* dust removal work inside the device* usage measurement equipment: hs-010, hs-023, hs-025 operation confirmed good. After each work, we checked the operation based on the inspection record sheet and confirmed that it was currently in good working order.no patient harm.